Event description:
Loss of osseointegration (B)(6) 2025 21:47:23 (B)(4)). Mobility, tenderness and slight purulent discharge were added as conditions involved. Implant expired date was 21st of july 2023, however, it was used on the patient (B)(6) 2025. Three attempts were made by customer service to obtain more information regarding this event but no answer from the customer has been received.